Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm, number ramping anomaly or scroll bar anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a button error alarm on his insulin pump, after the buttons were not properly functioning and the keypad was scrolling when he was attempting to input his carbohydrates. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 247 mg/dl. Nothing further was reported.